Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction of a manual tube release error on channel a was confirmed during product evaluation by baxter service personnel. This condition was due to one or more manual tube release knob(s) being in the open position. The manual tube release on channel a was closed to correct this condition.

Event description:
The facility reported a colleague infusion pump with a malfunction of manual tube release error on channel a. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.